Event description:
According to the reporter, within 48 hours of installation, the catheter had dysfunction due to high-pressure problems. This resulted in inadequate blood flow and poor dialysis. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. Reinstalling the catheter was the immediate action. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.